Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 55.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that increased threshold and impedance were noted during an ambulatory follow up. The lead was explanted and replaced without complication. The patient's condition after the procedure was stable.